Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that any deficiency of the ethicon product vicryl caused and/or contributed to the adverse events described in the article? Was vicryl suture used on this patient that had mild recurrent entropion for which quickert sutures were placed and no recurrence was noted in three years follow-up? Citation: orbit, 36:6, 375-381, doi: 10.1080/01676830.2017.1337190.

Event description:
It was reported in journal article title: lateral tarsal strip plus skin-muscle flap excision in the treatment of lower eyelid involutional entropion. The retrospective study aimed to examine the effectiveness of skin-muscle flap excision in conjunction with lateral tarsal strip for the treatment of involutional entropion. From sep2009 to feb2013, 96 eyelids from 83 patients (n=45 female and n=38 male; average age 79.5 years) underwent lower eyelid tightening with lateral tarsal strip dissection of a skin-muscle flap inferiorly through a subciliary incision and excision of redundant skin as well as orbicularis muscle. In the procedure, the tarsal strip was then secured to the periosteum of the lateral orbital rim with 4-0 polydek suture and the lateral canthal angle reformed with 5-0 vicryl suture. At 3-month visit, one patient had mild recurrent entropion for which quickert sutures were placed and no recurrence was noted in three years follow-up. Two patients developed mild ectropion after surgery, but noted that the operated side was much more comfortable than prior surgery and declined additional treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/18/2020.